Event description:
It was reported the total length of the catheter was 52cm. It was inserted in the basilic vein on (B)(6) 2024, exit site marking 7cm, and secured with a secureacath. PICC used for oncology treatments: carboplatin paclitaxol. PICC found to be leaking at the exit site. Line fractured internally but unsure of measurement. Device not kept. Removed 07.08. PICC had not bled back the previous week. Leakage noted when flushing with saline. PICC dwell time was 6 weeks. Catheter site cleaned with chloraprep. Chest x-ray reported 29th of june 2024 and tip position was good. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.